Event description:
Device 1 of 2. Reference MFR report#: 1627487-2013-05193. During a lead replacement procedure (reference MFR report #: 1627487-2013-04053 and 04054), the pt experienced cerebrospinal fluid leakage. As a result, a blood patch was performed. The pt also experienced a headache post-op. An add'l blood patch was performed on (B)(6) 2013, and resolved the cerebrospinal fluid leakage. On (B)(6) 2013, the headache subsided.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.